Event description:
Reportedly, on (B)(6) and (B)(6) 2017, right ventricular oversensing was reported, most probably due to electromagnetic interferences or mypotentials. On (B)(6) 2018, the oversensing was still present. Many alerts in remote follow up reports have been noticed. Preliminary analysis confirmed the reported ventricular noise oversensing. The observed noise could originate from electromagnetic interferences (emi) and/or myopotentials sensing; however none of them could be confirmed with certainty.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) and (B)(6) 2017, right ventricular oversensing was reported, most probably due to electromagnetic interferences or mypotentials. On (B)(6) 2018, the oversensing was still present. Many alerts in remote follow up reports have been noticed. Preliminary analysis confirmed the reported ventricular noise oversensing. The observed noise could originate from electromagnetic interferences (emi) and/or myopotentials sensing; however none of them could be confirmed with certainty.